Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the compact air drive device trigger was blocked. During service and evaluation, it was noted that the device failed pre-repair diagnostic tests for air leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial report that the device failed pre-repair diagnostic tests for "air leak". However, after further investigation it has been determined that the device failed pre-repair diagnostic tests for "marking and labeling". Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the motor was not functioning and was defective. It was noted that the motor was out of order, there was poor lubrication, and the housing was out of order. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.